Event description:
A medwatch report has been received regarding an event which occurred (B)(6) 2010. This facility has been contacted for further detail regarding this incident. Reportedly, the pt had been receiving dialysis when an internal blood leak was detected. The leak was reported as "gross" in that visible blood could be seen entering the dialysate. The leak was approximately 157cc's of blood loss and no blood was returned to the pt. The pt required no medical intervention, however, a blood transfusion had been considered. The pt is reported as being fine and a companion sample is available for an eval. Samples are available for eval.